Manufacturer narrative:
(B)(4). Date of event used of (B)(6) 2015 is a best estimate as exact date is unknown. Device manufacture date: may 2014. Field service specialist visited the account and completed system check, preventive maintenance, calibrations and rfid extension cable bypassed. Software upgrade to 3.00.06-i12. Clinical training for user recommended to avoid bss ingress into vacuum regulator system. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. Placeholder.

Event description:
Account reported that equipment is having vacuum issues due to balanced salt solution ingress into the equipment while laser is firing.

Manufacturer narrative:
It was initially reported that equipment was having vacuum issues during laser firing but during follow up it was found that the vacuum issues occurred during daily verification which is before patient treatment. There was no patient involved and therefore no equipment malfunction.